Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range 136-145 mmol/l). Sid (B)(6) the initial result was 119 mmol/l, repeat result was 143 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. The ict module is used for analysis of electrolytes on the alinity c processing module. A ticket search by lot did not identify an increase in complaint activity for the current issue. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. The overall performance of alinity c ict sample diluent was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot is within the established control limits. Therefore, no unusual reagent lot performance was identified. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) or alinity c ict sample diluent, alinity c ict serum calibrator was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for one sample. The following results were provided: (customer provided reference range 136-145 mmol/l) sid (B)(6) the initial result was 119 mmol/l, repeat result was 143 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.